Event description:
It was reported that a spectrum pump alarmed system error 345 during therapy, resulting in an unknown period of delay in therapy. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 345 through the history log, but could not reproduce it during evaluation. Evaluation found no discrepancies with the input/output printed circuit board or the processor printed circuit board which could be attributed to the reported symptom. The upstream and downstream sensors were replaced as they are known contributors to the reported symptom.